Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the femoral bone fracture, cannot be conclusively determined; however, it is most likely varying from the recommended surgical technique and patient conditions at the time of implantation of the total knee components. (D11) concomitant device: stem extension - (cn: unk, sn: unk).

Manufacturer narrative:
Pending evaluation. Concomitant device: - stem extension - (cn: unk, sn: unk).

Event description:
As reported, a (B)(6) y/o female patient, experienced a challenging primary right tka. A femoral bone fracture occurred on impaction of the logic cc femoral trial construct. The surgeon, who has been a customer for 15 years and has used this system for many years, seems to have varied from the official op tech. Reaming for the stem occurred prior to making 4 in 1 cuts and did not ream for stem after bone preparation. The surgeon trialed the full femoral trial construct rather than first trialing the femoral trial assembly into the already positioned trial femur. Patient was last known to be in stable condition following the event. Trial instruments not returning.